Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an arthroscopy shoulder rotator cuff repair surgery the end of the scorpion needle broke off inside patient. An x ray imaging was taken and showed no metal inside the shoulder joint. No harm for patient, operator or third party occurred. No further information received.